Event description:
A materials mgr reported that prior to a procedure the system was having issues with the footswitch. There was no pt involvement. Add'l info has been requested, but none has been recevied to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).